Event description:
It was reported that the user experienced hyperglycemia after a dinner meal announcement while using the ilet, with glucose rising to 359 mg/dl and remaining above target for about six hours despite no backup therapy or ketone testing; the user reported insulin resistance, downward trend at the time of the call, and no issues found with supplies or infusion set upon inspection. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, and no reported injury. Investigation included remote troubleshooting and education regarding device adaptation and verification of the infusion set and supplies for kinks or leaks. Investigation of this case revealed no device malfunction detected during the call and no supply or site issues identified, with the event considered cause unclear hyperglycemia while the ilet learns insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.